Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4310. H10: narrative/data was updated. One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation attached to an unknown removal tool. Visual inspection of the as returned product identified signs of wear from use and removal wear. No pre-existing conditions were noted on the per. The reported product was located on tooth # 13 (universal) and used for approximately 5 months. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). DHR review was completed for the subject lot number (2019072131). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019072131) for similar event and no other complaint was identified utilizing keyword(s) allergic. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (allergic reaction) or product (xifnt411). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #13 failed to integrate and was removed. The patient appeared to develop rejection, allergy after placement. The implant was removed prior to stage 2 reversed torque 50 ncm.